Manufacturer narrative:
The subject device in this report has been returned to olympus for evaluation. But it was impossible to duplicate the reported phenomenon even after the switch was repeatedly turned on and off 30 times, and the subject device was running for six hours. The device log was also checked and no record of error was found since (B)(6) 2014 on. The manufacturing history was reviewed, with no irregularities related to this problem noted. Based on the findings, temporary failure of the memory on the central processing unit cannot be ruled out as a contributory factor to the event. If additional information becomes available at a later time, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the ultrasonic bronchoscopy to observe bronchial tube, the monitor image of EU-me1 became blue screen. Therefore, the user facility aborted the examination and the ultrasonic bronchoscope was withdrawn. The patient became pneumothorax.